Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection noted distortion of the defib conductor.

Event description:
It was reported that during the implant procedure, the screw was unable to be fully deployed. There was also sensing and positioning difficulty, no capture, and unacceptable thresholds. The physician also felt that there was tissue caught in the deployment mechanism. The lead was not used. No patient complications have been reported as a result of this event.